Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, when the carrier was removed, much of the silicone adhesive of a opsite flexifix gentle 10cmx5m was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No delay was reported. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the reported product has not been returned for complaint evaluation, smith and nephew are not able to confirm this complaint. The instructions for use details how the wound contact layer within these dressing can be affected by storage temperature fluctuations. A documentation review has been conducted, confirming previous complaints of this nature, with corrective actions assigned. The complained product was released prior to the actions being initiated. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no manufacturing problems observed, no additional corrective actions are deemed necessary.